Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had over delivery. The customer¿s blood glucose level was 65 at the time of the incident and other was 200 mg/dl. The customer was treated with the drinking gatorade. The customer stated that drive sup[port cap was normal. The device will not be returned for the analysis.